Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the ellipsys device during fistula procedure. There was no vessel tortuosity. The artery diameter was 2.5mm and vein diameter was 3mm. The distance between artery and vein was not greater than 1.5mm. IFU was followed. It was reported that while the catheter was being pulled back across the anastomosis the device did not grab the arterial wall while being pulled back and was retracted into the vein at which point it became stuck and would not retract or move forward. Neither the catheter nor the sheath would advance or retract. The catheter was rotated and at one point closed to try and help advance or retract. Nothing would work and the physician had to use force to remove catheter and sheath together while maintaining wire access. It is believed the catheter may have become stuck on a valve in the perforating vein. It was reported that the device was stuck outside sheath and both had to be removed together. It was reported that a small hematoma formed and a slightly larger exit hole in the anterior vein wall. This was resolved with prolonged pressure hold and a suture at the skin entry point. The procedure was completed by maintaining wire access during the removal of the first catheter and sheath. Once removed and vessel assessed a new catheter and sheath provided from trunk stock were inserted and the procedure was completed as expected. A fistula was created. No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the ellipsys device during fistula procedure. There was no vessel tortuosity. The artery diameter was 2.5mm and vein diameter was 3mm. The distance between artery and vein was not greater than 1.5mm. IFU was followed. It was reported that while the catheter was being pulled back across the anastomosis the device did not grab the arterial wall while being pulled back and was retracted into the vein at which point it became stuck and would not retract or move forward. Neither the catheter nor the sheath would advance or retract. The catheter was rotated and at one point closed to try and help advance or retract. Nothing would work and the physician had to use force to remove catheter and sheath together while maintaining wire access. It is believed the catheter may have become stuck on a valve in the perforating vein. It was reported that the device was stuck outside sheath and both had to be removed together. It was reported that a small hematoma formed and a slightly larger exit hole in the anterior vein wall. This was resolved with prolonged pressure hold and a suture at the skin entry point. The procedure was completed by maintaining wire access during the removal of the first catheter and sheath. Once removed and vessel assessed a new catheter and sheath provided from trunk stock were inserted and the procedure was completed as expected. A fistula was created. No further patient injury reported.

Manufacturer narrative:
Product analysis returned content: shaft bent upon receipt. Catheter sheath wedged into jaws. Unable to actuate. Entirety of sheath is attached, blood not drained from tubing. Visual inspection: sheath is wedged into jaws. Does not appear to be a device failure, but a procedural failure. Customer reported distal tip did not engage arterial wall. Distal tip did not appear to be damaged other than bending which may have been due to entanglement with the sheath and shipping. Functional testing: sheath had to be cut off to analyze actuation. Catheter actuated after sheath was removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.